Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by MFR: product sample received for analysis. One complaint sample of drain with trocar was received for evaluation, during visual inspection, a round cut mark was observed on the drain. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, visual. Before and after packing of finished goods, prior to the product release. So, there was no scope at to miss out such defect, at manufacturing / release stage. These products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. During investigation of the complaint, batch manufacturing record and retained sample review was performed. No discrepancy as per the reported defect was observed. Retention sample of complaint lot were checked and found satisfactory. It is suspected that, the defected area of the drain might have came in contact with some sharp tool used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and drain was used. It was found that there was a hole in the drain tube. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and during visual inspection, a round cut mark was observed on the drain.